Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a loss of prime issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 1 date of submission 06-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 29-mar-2018 with the following findings: during investigation, the pump powered up with functional auditory and vibratory features a blank screen due to moisture ingress. Unrelated to the initial complaint, it was observed that the battery compartment was cracked. Due to the blank display screen the investigation was unable to adequately investigate the initial due to additional failures. There were multiple loss of prime alarm warnings observed in the black box history.